Event description:
It was reported that the pn 31x5 100 pk pn 31x5 100 pk germany experienced cannula breakage during use.

Manufacturer narrative:
Investigation: thirty sealed and one open 31g x 5mm pen needle samples were returned from lot. No. 8045542, cat. No. 325104. Visual examination was carried out on the opened sample and a cannula through shield was observed. Visual examination was also carried out on the thirty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn 31x5 100 pk pn 31x5 100 pk germany experienced cannula breakage during use.